Event description:
Additional information was received indicating that the vns patient¿s pain and rash was noted on (B)(6) 2014. The neurologist stated that the patient was too thin and that the device was bothering her. The patient¿s device was disabled but the patient¿s issues did not resolve. The patient¿s will be explanted for patient comfort but no known surgical interventions have occurred to date.

Event description:
Additional information was received. Clinic notes dated (B)(6) 2014 from surgery consult reported that the patient's generator was causing more pain and weakness than her previous device due to the size, which was worse if it was manipulated. The surgeon advised that the device was likely not the source of all of her pain and does not expect all of the pain to resolve after removal. No known surgical intervention has occurred to date.

Manufacturer narrative:
Date of event; corrected data: additional information indicates that the patient¿s issues were noted on (B)(6) 2014.

Event description:
It was reported that the patient has been complaining of painful stimulation and a rash at the generator site. The patient is going to see surgeon for device explant. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.